Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for radiculopathy and spinal pain. Information was reported that the caller stated the patient reported seeing elective removal indicator (eri) on their patient programmer (pp) but upon interrogation with the 8840 it indicated service life was ok. The caller mentioned the patient had been having issues with pp and couldn't increase/decrease, kept seeing the splash screen, pp wouldn't communicate with the ins and screen was "locking up". The patient indicated they started having return of symptoms over the weekend and that's why when they check the pp which showed the eri message, they couldn't adjust the stimulation and then the low pp battery icon appeared. The caller inquired if the problems with the pp could result in the eri message. The patient indicated they would be surprised if the pp was damaged because they don't normally carry it with them. The caller did mention the patient went through airport security in (B)(6) and had a dental procedure but no date was provided for the dental procedure. The troubleshooting/interventions results: the caller stated they replaced the batteries in the pp and now it is working appropriately and the issue with the pp seems resolved. The caller interrogated the ins with the 8840 on the call and indicated that the battery voltage shows 3.035v and service life still says ok. The caller stated the impedances are all normal and range between 800-1000 and they checked different reference electrodes. The caller stated the patient hasn't experienced any shocking/jolting. The caller indicated when the patient came into the office and interrogated with the 8840 it showed the ins was off, they didn't see any eri or power on reset (por) messages and stimulation has been turned on and the patient is feeling tingling. The caller asked the patient if the tingling they are feeling now is different than a few weeks ago and the patient indicated yes, because a few weeks ago they weren't feeling anything. The caller indicated that the ins has been off since the patient saw the eri message and that's likely why their pain returned. The caller rechecked the battery voltage at the end of the call (after stimulation had been on for a while) and it was still showing 3.035. The caller stated they've interrogated the ins with pp and have not seen the eri message at all. It was reviewed that the patient likely saw por as opposed to eri based on what the 8840 (service life ok, battery voltage is 3.035, ins was off when the patient came into the office) and pp are showing (not showing eri upon interrogation while in office). No further complications were reported. No additional patient symptoms were reported.